Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy (with lymphadenectomy) surgical procedure, the monopolar curved scissors (mcs) instrument stick when opening/closing. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the scissors exhibited difficulties when opening or closing with no catching tissue issues

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm monopolar curved scissors (mcs) instrument for failure analysis investigation. The instrument was analyzed and found to have blade damage at the mid of the blade. Both blade edges were indented which prevent the blades from closing, moving with difficulty or delaying the movement caused by the blade damage indentations. The cutting edge did not exhibit any signs of corrosion that would have contributed to the blade damage. Blades of an instrument that had burrs or indentations would not be able to cut material as expected, leading to the need to attempt multiple cuts to complete a transection. The complaint was confirmed by failure analysis. The probable root cause of nicks and gouges on the instrument blades is attributed to use-related damage when attempting to cut incompatible material (i.e., hard objects such as bone or cartilage) or mishandling the instrument.

Event description:
Refer to h11 for follow-up information.